Event description:
Boston scientific received information that this patient presented to the hospital due to a hemorrhagic stroke and a low heart rate. It was alleged that the device was not working. A review of the device noted that two weeks prior the device showed that the battery had six months remaining longevity, but the device was not working when most recently checked. Premature battery depletion was alleged. Boston scientific technical services (ts) discussed the case with the caller and requested more information regarding the case such as magnet rate, programming, and print outs. At this time the device remains implanted. A follow up took place and it was noted that the device battery appeared normal, but the pacing thresholds had risen and loss of capture resulting in asystole for greater then two seconds was noted. The patient was hospitalized and a temporary pacemaker was being used. The patient is awaiting a new right ventricular (rv) lead. Further engineering analysis confirmed that the device had automaticcapture programmed on and was in retry mode, resulting in the increasing pacing outputs resulting in the device longevity decrease. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was explanted and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.